Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Devices(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that during a less invasive stabilization system (liss) plate removal procedure, the surgeon broke the cannulated screwdriver, hexagonal screwdriver, and t-handle w/quick coupling. The surgeon selected other instruments and was able to successfully complete the procedure. All pieces were retrieved; no pieces were left in the pt. The procedure was extended by approx 30 minutes. There was no harm to the pt. This complaint is on the t-handle with quick coupling. This report is for file (B)(4).